Event description:
Customer called to report a pod that alarmed while giving a bolus insulin dose. Customer also stated while wearing this pod she had elevated blood glucose readings that ranged between 280-445 mg/dl. Customer was able to activate a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.